Event description:
The complainant reported a knee revision surgery as the surgeon believed the femoral component to be loose. The original implant surgery was on (B)(6) 2012. Omni devices that were implanted were a femoral head, tibial baseplate, tibial insert, patella and retaining bolt. The revision surgery was on (B)(6) 2013. During the revision surgery, the surgeon explanted and replaced the femoral head, tibial insert and retaining bolt.

Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. During the revision surgery, the femoral head, tibial insert and retaining bolt were replaced. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.